Event description:
It was reported that the device may have early battery depletion and that the lead has high, increasing thresholds and increasing impedance. The device and the lead remain in use and the lead is to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.